Event description:
It was reported that during a coronary stent procedure, the physician was able to cross the lesion and the lesion and the stent dislodged while attempting to retract back into the guide catheter. The stent was located and deployed at the ostium of the vessel with another balloon catheter. Pt status is listed as "okay".